Event description:
During the procedure, it was reported that the device was placed in the aca (anterior cerebral artery) and occluded the mca (middle cerebral artery). It was reported that the patient is currently unable to move one side of his body.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).